Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. Evaluation reproduced the reported symptom "ok button does not function and some of the other keys will double-click" and found the (ok), (run/stop), #0, #1, #2, #3, #4, #5, #6, #7, #8, #9, and the (.) Keys to be inoperable. When any of the remaining keys were pressed (on/off, setup, 4 soft keys) an automatic output of the run/stop key occurred. Evaluation determined causality to be a failed keypad with a carbon ink bridge across the circuit layer. The failed keypad was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had a keypad where the ok button does not function and some of the other keys will double-click. It was also reported there was no patient involvement.